Event description:
Evaluation revealed a misaligned display screen. Review of the pump history revealed loss of prime warnings associated with zero force. The pump history also revealed one "no cartridge detected" warning immediately after the load step was activated.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen. Review of the pump history revealed loss of prime warnings associated with zero force. The pump history also revealed one "no cartridge detected" warning immediately after the load step was activated. The pump was primed and exercised successfully with no alarms occurring.